Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the set was unable to flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the texium¿ closed male luer clogged. The following information was provided by the initial reporter: chemotherapy running through a secondary line. When chemo was due for flush, unable to flush ns through a bag access port. The syringe twists onto the port but could not push ns through. The sample is available.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the texium¿ closed male luer clogged. The following information was provided by the initial reporter: chemotherapy running through a secondary line. When chemo was due for flush, unable to flush ns through a bag access port. The syringe twists onto the port but could not push ns through. The sample is available.